Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that during the self test, the visual indicator of channel b was intermittent; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the visual indicator of channel b being intermittent was confirmed during product evaluation. This condition was caused by a broken light emitting diode (led) indicator light. Additional information: this involved a colleague p1.7 infusion pump with user interface module master software version 7.22.00. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.